Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous low patient results for sodium (na) and chloride (cl). The customer observed the na and cl values drifting low. The exact number of erroneous results is unknown as patient data was not available. The erroneous patient results were not reported outside of the laboratory. Quality control (qc) was within specification prior to the event. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the analyzer and determined that the ise metal frame case was causing the erroneous results due to grounding issues. The fse replaced the ise metal frame case which resolved the issue. The fse performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).